Event description:
Device report 1 of 2: ref MFR report - 1627487-2012-09621. The pt is implanted with two percutaneous leads from different lots. It was reported the pt was in a motor vehicle accident in (B)(6) 2012. The pt reported he has stimulation but his pain relief has diminished and new pain has also surfaced. A full parameter of diagnostics indicated normal impedance values. Reprogramming did not address the issue. Further, x-rays indicated the leads have migrated. The pt is working closely to resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.